Event description:
On 7/3/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/3/24. On 7/3/24 the cds reported the user mistakenly administered around 100 units of insulin due to a misunderstanding of the ilet's meal announcements. The user announced 8 meals within 45 minutes. The event occurred shortly after completing initial training. The user's bg levels dropped to as low as 40 mg/dl. The cds advised the user's wife to give the user carbs and contact 911. The paramedics responded twice but did not need to transport the user. The user experienced dizziness but remained conscious and able to communicate. The user was given juice, glucose tabs, rice, peanut butter and jelly, and grilled cheese. The user was taken off the ilet and returned to previous therapy. On 7/16/14 the cds met with the user and wife for a full ilet retrain. During training the cds reviewed meal announcements with the user and spouse. For safety, the cds advised the user only do meal announcements when there is an additional person to verify and check. The user and spouse both verbalized understanding. The cds also reported the user struggles with retaining information and is hard of hearing.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a misunderstanding of the meal announcement feature where the user announced an excessive number of meals when cgm glucose was falling and low, resulting in an excess of insulin relative to their need. The user's existing health challenges with memory and hearing contributed to the severity of the event. The user and their caregiver completed a full re-training before restarting use of the device.